Event description:
A non-healthcare professional reported that during intraocular lens implantation surgery, at the lens advancement stage, the lens became lodged in the cartridge and the surgeon did not proceed with implantation. The patient was not affected, and another unspecified replacement lens was used.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).